Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm. Customer's blood glucose level was unknown. Customer reported that the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer reported that insulin does not exist with plunger push and greater than normal resistance with plunger push. Customer reported that he did a set change 2 time in the last 48 hours, even during the call and insulin flow blocked persisted and plunger didn't work. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.